Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 416 mg/dl. It was stated that the customer experienced pain and blood at the insertion site. It was also stated that the customer had a possible infection. Troubleshooting was performed and the insulin pump passed the required tests.